Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced oversensing and noise on tachycardia episodes. It was further reported that an invalid histogram was observed. The icm remains in use. No patient complications have been reported as a result of this event.